Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged force sensor resulting in a loss of prime and no prime alarms. Pump settings and delivery history were reviewed with the pt's parents at the time of the event and confirmed as accurate. The pump history indicates that the device was functioning properly while in the pt's possession, and the pt continued to use the pump until 1/15/07 with no subsequent reported events.

Event description:
The pt was hospitalized for elevated blood glucose levels and dka.